Event description:
It was reported by the patient¿s mother that the patient was evaluated by the surgeon. The surgeon checked the patient¿s vns and stated everything is fine with the vns and the patient doesn¿t need replacement at this time. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
It was noted the physician was instructed to program the generator off when high impedance was noted. This information was inadvertently left off of the initial MFR. Report. Additional manufacturer narrative and/or corrected data; corrected data: the sentence "it was noted the physician was instructed to program the generator off when high impedance was noted" was reported on supplemental MFR. Report #02; however, the correction information describing the correction was inadvertently left off of the supplemental #02 MFR. Report.

Event description:
It was noted the physician was instructed to program the generator off when high impedance was noted. The physician saw the patient again and noted the patient's condition had greatly worsened since turning the generator off, so the patient's generator was programmed back on. System diagnostics were checked showing a high impedance warning, but the impedance observed was 4797 ohms, which is within normal limits. However, the output current was low at only 1.75 ma instead of the programmed 2.0 ma. The surgeon stated that this would be a difficult revision. The surgeon noted if the seizures did not improve once the generator was programmed back on, then he would need a revision. It was later noted that since having the generator programmed back on, the patient's seizures have improved. No surgery is expected. No additional relevant information has been received to date.

Event description:
The patient's generator was replaced due to battery depletion. Impedance after implant was within normal limits. No further relevant information has been received to date. No further relevant surgical intervention has occurred to date.

Event description:
It was reported the patient was referred for replacement surgery due to the high lead impedance observed. No surgical interventions have occurred to date.